Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to infection. All components were replaced and a new 18 cm tactra device was implanted.